Event description:
Crrt [continuous renal replacement therapy] machine jekyll alarming "flow problem". Trouble shooting included: repositioning, reversing lines, flushing lines, changing to the spike part on bag instead of twist on, and changed bag and nothing worked. Patient isn't able to get the full benefits of the treatment due to the machine pausing constantly. There are no other machines to switch out due to the other one being in use and the other two broken. This has happened to be in the past with the other old machines and patients. Needs to be addressed if we are going to continue to have crrt. Manufacturer response for hemodialysis units, renal, continuous replacement therapy, prismaflex (per site reporter). New scale on order through vantive, confirmation [redacted]. Requested eta [estimated time of arrival] for delivery, they will call me back. [Redacted] - scale recieved - [redacted]: comment entered [redacted] by [redacted] for date of service [redacted] (wo [work order] labor ID [redacted]). Replaced effluent scale. Calibrated all scales and all performed normally. Comment entered [redacted] by [redacted] for date of service [redacted] (wo labor ID [redacted]). Performed due annual pm [preventative maintenance] as performance test, documented in pm wo. Unit was ran in patient simulation post pm for > 1 hour with no errors/alarms. Vantive recommended testing for > 1 hour and return to service if unit performs without error.